Event description:
Report rec'd from (B)(6) which states: "cutter does not work in the eye. No pt impact." Add'l info rec'd: the cutter still aspirates yet doesn't cut.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The device has been requested for eval; however has not yet been rec'd. Should the device become available, a supplemental will be filed.